Manufacturer narrative:
This report is submitted on august 27, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and subsequently was treated with oral and topical antibiotics on (B)(6) 2021(duration not reported). Additional information has been requested but has not been made available as of the date of this report.